Manufacturer narrative:
Initial

Event description:
It was reported that the user was unable to disconnect the pump¿s connector from the body site during a supply change and requested a replacement, with the event associated to a connector/coupler component and characterized as a failure to disconnect. Symptoms included feeling unwell likely associated with hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem associated with the connector component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.